Event description:
The customer reported that patient image data was mixed and corrupt. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive and associated software was evaluated and replaced. The system was tested and found to be working as intended and returned to service.